Event description:
Indication: chronic obstructive pulmonary disease, unspecified doctors office reported that patient's old machine is broken and they ordered a new machine. Lot number and expiration date is unknown. No further details.